Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-04289. It was reported the pt was experiencing heating while charging the ipg. The physician had prescribed some patches for the issue, and it was reported the pt still had some post-surgical pain at the site. A replacement charging system was sent to the pt. An attempt to determine the pt status was unsuccessful.